Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a correction bolus and subsequently blood glucose (bg) level lowered to 50-270 mg/dl. Customer consumed carbohydrates to address bg.